Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer was provided with a replacement pump by technical support and was advised to use multi-dose insulin therapy (mdi) as a backup.